Event description:
A malfunction was reported, although no notable events occurred prior to it. There was no reported adverse impact to the customer's blood glucose level. The user resolved the issue by resetting the pump, which resolved the malfunction, and a pump replacement was organized due to the unclear malfunction code.